Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in 2008. The lens was explanted the following month, due to excessive vaulting. Subsequently, the pt had elevated iop and aqueous expression. The patient's pupil was oval post-op. The lens was exchanged for a different type lens. The pt's current best-corrected visual acuity is 20/25-1.

Manufacturer narrative:
A lens work order search was performed and one similar complaint was found.